Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the tricuspid valve was explanted after an implant duration of approximately 3 years due to endocarditis - sepsis. Tricuspid regurgitation was also indicated. The surgeon has disassociated the edwards device from the event. The edwards valve did not cause or contribute to the event; there was no device malfunction. It was indicated that the patient was an IV drug abuser. Of note, it was also reported that the patient expired post-operatively; cause of death unknown. No other details provided.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the patient expired on (B)(6) 2013, "cause of death was massive haemoptysis due to cavitating pulmonary lesions". The health-care also noted "cavitating lesions due to septic emboli from an infected tricuspid bioprosthesis; patient was an intravenous drug user." No other details reported. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. In this case, the surgeon indicated that the patient was an IV drug abuser. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The surgeon has confirmed that the edwards valve did not cause or contribute to the patient's endocarditis. There was no malfunction of the valve. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. In this case, the surgeon indicated that the patient was an IV drug abuser. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The surgeon has confirmed that the edwards valve did not cause or contribute to the patient's endocarditis. There was no malfunction of the valve. Unfortunately, the root cause of this event cannot be confirmed without the sample device. No further actions are possible with the available information.